Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation outside of the patient, the probe was producing a poor, unfocused image. Reportedly, the probe had a black around the edges and the tip was reported to be damaged and dark. No visible damage was noted to the device or packaging prior to use. The procedure was completed with a second spyglass direct visualization probe. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2013 this event has been deemed reportable based on the investigation results; probe broke in two pieces.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A visual examination found that the probe returned broken into two pieces with exposed image and illumination fibers. Additionally, the proximal cam groove slot presented with average wear. The condition of the returned incident device was consistent with the complaint that the probe was damaged. The damage likely occurred due to severe mishandling to the point of severing the unit into two pieces. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no deviations or discrepancies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.